Manufacturer narrative:
Additional information: the technical support specialist confirmed that the sn (B)(6) is not associated with this issue, and the correct sn (B)(6) was captured in the manufacture report number 2016493-2025-106065.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failed to recover. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failed to recover. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.